Event description:
It was reported that the box of bd insulin syringe with the bd ultra-fine¿ needles had no expiration date on it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spouse has 1 box of insulin syringes with no expiration date. Stated the box is unopened.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6109717. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were printed on packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the box of bd insulin syringe with the bd ultra-fine¿ needles had no expiration date on it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spouse has 1 box of insulin syringes with no expiration date. Stated the box is unopened."